Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Date of event - ni, device product code - ni, expiration date - ni, date implanted - (B)(6) 2014, date explanted - ni, initial reporter - ni, manufacture date ¿ ni. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional events for this patient are reported on medwatch numbers 1825034-2016-01945 / 01948.

Event description:
Patient reported undergoing a knee revision procedure approximately five months post-implantation due to swelling. The bearing was removed and replaced. No further information has been provided. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.